Event description:
It was reported that the patient's artificial urinary sphincter (aus) device was replaced due to unknown reasons. A 5.0 cm aus cuff and system was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. The complaint component was not returned for analysis and the product record review revealed no additional information related to the complaint. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) device was replaced due to unknown reasons. A 5.0 cm aus cuff and system was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.